Event description:
Boston scientific received information that during the device system upgrade, the transvenous right ventricular lead in association with the acute cardiac resynchronization therapy defibrillator (crt-d) did exhibit noise on the shock channel but not the rate/sense. The noise was reproducible with subsequent testing. The implanting physician planned to perform a non-invasive programmed stimulation (nips) the following day. There were no reported adverse patient effects beyond the necessity of performing a nips.

Manufacturer narrative:
The outcome of the nips was within normal limits, and no more noise was observable on the shock egm, per the local area sales representative. No further information is expected.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The proximal segment of the lead was returned, severed 12.2 centimeters (cm) from the terminal pin. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations.

Event description:
A portion of this lead was later explanted and returned for analysis.